Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint. -litigation alleges patient experienced severe pain and discomfort, and difficulty walking. Doi: (B)(6) 2009 - dor: none reported (left hip). (B)(6). **update**(B)(4) 2012 - pfs and medical records were received from legal. Records noted a crack was noted in the medical anterior region of the calcar femorale. The stem was added to the complaint. Part/lot information was identified. Records are available for further review. **update** (B)(4) 2013- upon medical record review by a medical professional, it was discovered that the calcar crack happened during broaching. Therefore, the stem has been changed to a broach. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
This complaint has been reopened due to further medical record review. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code d1ahha. A search of the complaint database finds additional reported incidents against lot codes 2952992 and 2955177 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The part and lot code combination was not provided for the broach. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.